Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced eight to nine episodes of a failure to output noted on an ele ctrocardiogram recording. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.